Event description:
Cause: in the absence of any other info, it appears that the non-union received an excessive load, perhaps from pt fwb, which placed a high stress on the nail at the f/x site which then created a lever effect at the distal end of the nail, placing high stress on one of the distal slots causing the two nail breaks. No indication of product defect was found. Corrective action: fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual, however, no one can predict a non-union or a failure. Therefore, no corrective action is indicated or would help prevent this type of situation from happening again.